Manufacturer narrative:
On 19-sep-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-feb-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the medical team identified that the catheter was not 'stable'. The issue was noted during ablation. When the device was checked, they found that the catheter tip component was about to come off. The spring part was compromised. The tip was partially--not fully--separated. There were no exposed internal parts or lifted/damaged electrodes. The issue was resolved by replacing the qdot micro catheter to another new one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the pebax was separated, the first ring was dislodge due to the pebax separation. Internal components were exposed. No other damages or anomalies were observed on the device. A manufacturing record evaluation was performed for the finished device number lot 31363185l and no internal action related to the complaint was found during the review. The tip partially separated issue reported by the customer was confirmed. The potential cause of the electrode dislodged and separated pebax observed could be related to the manipulation of the device with the sheath during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft; do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the medical team identified that the catheter was not 'stable'. The issue was noted during ablation. When the device was checked, they found that the catheter tip component was about to come off. The spring part was compromised. The tip was partially--not fully--separated. There were no exposed internal parts or lifted/damaged electrodes. The issue was resolved by replacing the qdot micro catheter to another new one. The procedure was completed without patient's consequence.